Manufacturer narrative:
Visual analysis confirmed the complaint condition. The abutment was returned in one piece with the large crown attached to the small diameter abutment. The large crown was found to have been off axis loaded. The abutment was observed to have been extensively contoured and modified, and there was a long stress fracture along the entire length of the abutment. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. A torque setting over the recommended 30 ncm and/or misalignment during placement can result in fractures around the base of the zirconium abutment. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. (B)(4).

Event description:
The complainant reported that a patient had a prima zi abutment placed at (B)(6) site number (B)(6) on (B)(6) 2010. The clinician reported that the abutment fractured on (B)(6) 2010. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.